Event description:
It was reported that the patient experienced shortness of breath. It was also reported that the right ventricular (rv) lead exhibited loss of capture. The lead was reprogrammed and later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.